Manufacturer narrative:
Concomitant products: baxter 5% dextrose, p330894, lot 2b0041. Cefepime (B)(4), lot 105683c. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer stated that a nurse reported a secondary infusion of cefepime "free flowed" into a patient despite having the primary IV set being on a pump. No patient harm was reported. Customer states she is confident it was due to a back check valve failure of the primary IV set.